Event description:
Consumer say she had 2 of 3 treatments by dermatologist with product and now her face has brown streaks in a 90 degree angle fashion from her temporal area to her cheeks on both sides (of her face). She was advised to purchase a 3-treatment package, but decided against the third treatment when her usual fair/light complexion turned hyperpigmented. She was advised to stay out of the sun and to use bleaching cream, she did everything she was instructed to do, but with no noticeable improvement. The doctor has 3 offices. The consumer traveled an hour and paid 3 tolls to make her final treatment and was told the dr was too busy to take a look at her face! The only way that the dr would see her would be if she were to have another treatment. Each treatment requires one hour advanced numbing cream to the facial area. Once the cream was applied the consumer felt that the dr wouldn't able to evaluate the adverse event. She left the office and would like her money refunded. She received 25 strength treatment initially and her second treatment was increased to 29. She wants to know why FDA didn't have the side effect listed of the internet! She has goggled the device and has found several others/individuals complaining of the same. Also of note, she was told by the dr's office that they were using the latest model, but in fact they weren't! As she found out that they were in the process of ordering the tips for the model 1500 and couldn't have possibly used it on her. The machine is also used for melasma and wrinkles. The dermatology clinic where she received treatment. She says she'll make another attempt to contact the treating physician in an effort to correct her situation.